Event description:
The customer reported having unexplained high blood glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 159 mg/dl. The programming on the insulin pump was correct. Ran a fixed prime and passed. Performed a high pressure test three times and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.